Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. [Conclusion]: the root causes of the reported phenomena could not be identified. [Considerations]: the followings were confirmed, from the investigation. -the main board of the subject device was failure. -there was no abnormality related to the internal functions of the subject device other than the reported phenomena. -the subject device had not been returned to the manufacturing site. From above investigation, omsc concluded that these phenomena were occurred, due to the main board failure of the subject device. The cause of the main board failure could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device sometimes automatically shut down after the cholecystectomy. The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and could duplicate the reported phenomenon which was caused by the main board failure of the subject device. Also it was found another failure which the front panel had no display by the main board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.